Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have the snake wrist cover torn. The tears measured roughly 0.096" - 0.453". Visual inspection displayed no signs of missing fragments.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler sheath caught the lung tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.